Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied and the balloon was inflated to its rated burst pressure of 24 atmospheres, with no leaks or issues noted. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device.

Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.